Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a decreased battery monitoring voltage prior to implant. A manual capacitor reform was performed, however the battery did not recover. The device will be returned for analysis.